Event description:
It was reported that, the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic got stuck in the cartridge. The incision was enlarged to remove the lens but no sutures were required. Another lens was implanted.

Manufacturer narrative:
Results - visual inspection of the returned product showed that the optic was torn into pieces and a haptic had been torn off. There was evidence of a clear surgical residue. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).